Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and pump error. Customer¿s blood glucose level was unknown. Customer states they are not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional's instructions. The product will return to the analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error after battery installation. The constant critical pump error alarm and pump error 35 occurred due to moisture damage on the electronic assembly. The corroded motor assembly was discovered during visual inspection. The device was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.